Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was found to be damaged during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that two cracks were found on the complaint device. One crack was found near the baffle and the second crack was found along the base. A lot check revealed no other complaints of this type for lot 110325. Conclusion: we were unable to determine the root cause of the crack, but it is possible that the crack is due to impact damage on the chamber during storage or transport. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was found to be damaged during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report once we receive the complaint device and have completed our investigation.